Event description:
It was reported that intermittent malfunction alarms occurred. Reportedly the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level ranged from 94-237 mg/dl..

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.